Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open. Closure was done by hand. The hospital has reported no patient injury occurred.